Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced difficulty charging the ipg due to usability issues with the charger. As a result, surgical intervention may occur.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the ipg was explanted and replaced, resolving the issue.

Event description:
Based on information obtained, the patient has difficulty remembering to recharge the ipg. During charging sessions, the paddle slips away from the ipg site when charging causing a delay in recharging.